Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue could not be confirmed because it could not be replicated. The verified 2d and 3d images with test phantom and verified system functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that while taking scout shots, the anterior posterior (ap) came through clear but the lateral showed as blurry. The radiologic technologist (rt) took 2 more lateral scout shots, one on boost, and the exposure still came across as blurry. There was less than an hour delay in the procedure. No impact on patient outcome.